Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/24/2016, that on (B)(6) 2016, the device had a permanent out of range signal. No additional patient or event information is available. The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Voltage testing was performed. The device was determined to be operating within the required specifications without malfunction the reported event of a permanent out of range signal was not confirmed. A root cause could not be determined.